Event description:
Monitor's support reportedly disengaged from the horizontal arm and fell. There was no report of pt involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued, when the investigation has been completed.